Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing occlusion alarms recently. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting at the time of the call with tandem technical support.